Event description:
Pt called lfs in 04/2004 and alleged that their meter would only prompt an error 2 message. The pt stated that in 02/2004, the paramedics were called due to the pt was blacking out. The paramedics did not treat the pt because before they arrived that pt had drunk a soda. There were no results reported from the paramedic's meter. The pt stated that they had not tested on their meter since this incident. It is not clear when the pt was last able to test in relation to the event. Medical affairs attempted unsuccessfully to reach the pt by phone for more clinical info. The pt stated that they obtained a back-up meter. The issue with the meter was not resolved. Based on the info provided by the pt, there is no evidence of the meter contributing to a serious injury. A letter is being sent to the pt to attempt to obtain more clinical info.